Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the manufacturer record for the lot did not uncover any non-conformity. Lot meets release specification. Technique issues were identified which cannot be ruled out as a cause for the unexpected inr result. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 0.9, laboratory inr: 2.1. The time between testing was one (1) hour. Reportedly, the finger was "milked" after the finger stick, the blood was not immediately applied to the sample well and an incorrect lancet size was used. Therapeutic range 2.0 - 3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.